Manufacturer narrative:
Product support tested returned plasma sample on triage and access 2. No low bias was observed. All data points for tni recovery with calibrator h were within the mfg range. Patient samples were not frozen when received. No abnormalities observed on sample traces in gsp. No error codes or device issues were observed. A review of mfg release data showed final results to be within specifications. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported potential false negative troponin I (tni) results on triage cardiac profiler versus car panel. Patient came into the ER having a heart attack and went straight to the catheter lab.